Event description:
It was reported that the ilet charging pad did not power on, as evidenced by the pad indicator light not illuminating despite correct pump placement with the screen facing up, removal of the pump clip, attempts with an alternate outlet, and a control check using a phone that also did not charge. Investigation included user troubleshooting and product replacement without device return. Investigation of this case revealed a suspected charger malfunction. No clinical symptoms reported. Outcomes included no impact on health, and replacement supplies were arranged. It was concluded that the device component likely failed and replacement was appropriate, with no patient harm.